Manufacturer narrative:
This 69 year-old male patient was electively treated for in-stent restenosis of the mid left anterior descending artery (lad). His past medical history consisted of silent ischemia, previous percutaneous coronary intervention, hypertension, lipid metabolism abnormality, diabetes, smoking and family history of ischemic heart disease. The lesion was described as a 73.3% restenosis of a non-cordis stent. The lesion was eccentric, bifurcating, a type c or b2 segment with diffuse disease. Medications administered pre-procedure included: aspirin (100mg/day) and nicorandil (15mg/day). A branchial approach was used and pre-dilation was conducted with a 3.0 x 20mm balloon at 12 atms and a 3.0 x 18mm cypher stent was deployed at 20 atmospheres (atms) for 16 - 30 seconds. A vessel dissection occurred at the proximal end that was treated with a cypher 3.0 x 13mm stent deployed at 12 atms for 16-30 seconds. Then a 2.5 x 18mm cypher stent was deployed at 16 atms for 16 - 30 seconds distal to the first cypher. Again, a vessel dissection occurred, but this time at the distal end of that cypher. This was treated with a 2.5 x 23mm cypher stent, deployed at 16 atms for 30 seconds and post-dilation was conducted with a 3.0 x 20mm balloon at 16 atms. The safety and effectiveness of using a cypher stent to treat restenosis or to deploy it above rated burst pressure has not been proven and dissection is a known risk during coronary intervention. The patient was apparently discharged later that same day in stable condition. The patient returned with restenosis in the 3.0x18 stent and ptca was done. There was 10.7% restenosis remaining after treatment. Device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: there are lesion and procedural factors impacting this event.

Event description:
This pt was admitted for elective treatment of an in-stent restenosis of a non-cordis stent. During treatment of the restenosis, two dissections occurred following the deployment of 2 cypher stents. This was effectively treated with 2 additional cypher stents. The pt was released from the hosp later that day in stable condition.